Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the power pcb assembly, battery power cable assembly and battery pins to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that when pressing the print button, the device will cycle power on it's own. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly, battery wire harness and battery pins. It was observed that the battery wire harness connector (p11), the mating power pcb contacts (j11) and banana pins were all worn. The excessive wear can cause increased resistance of the connector contacts which may result in an excessive voltage drop at the contacts when certain device functions which utilize high current (such as printing a code-summary¿ report) are activated. The excessive voltage drop at the contacts can trigger the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shutdown or power cycle.

Event description:
The customer contacted physio-control to report that when pressing the print button, the device will cycle power on it's own. There was no patient use associated with the reported issue.